Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft. Approximately two (2) years post initial implant the patient came in emergently to (B)(6) with a ruptured abdominal aortic aneurysm (aaa). The patient subsequently expired on (B)(6) 2018.

Event description:
Additional information received per clinical assessment confirming that the following were also present at the time of the reported event: a type iiia endoleak with complete component separation, stent cage dilation of the bifurcated device, and infrarenal aortic, iliac and bifemoral occlusion.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a rupture. The event is most likely user-related due to afx devices implanted post ruptured aneurysm (cautionary use). The clinical assessment also determined that there was evidence to reasonably suggest a type iiia endoleak with complete component separation, stent cage dilation of the bifurcated device, and infrarenal aortic, iliac and bifemoral occlusion occurred that were not included in the event as reported; these events were discovered during review of the event CT image study, 29-months post-implant. No procedural harms could be identified. The final patient disposition was reported as expired. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx with duraply.